Manufacturer narrative:
Event date is the reported date of hospital admission for medical procedure. Actual onset of symptoms is unknown. (B)(4).

Event description:
It was reported that the patient was having an increase in pain and experiencing extremity weakness. Reporter stated that it was unclear if this was related to the pump as they did not have more details. The patient was being admitted to the hospital and an MRI was to be performed. The medication in the pump was morphine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).